Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: deflation: no observed, an opening the device. It¿s difficult to see, because in the photo is a little clear fluid inside of the device. Observe, red particles on the surface of the shell. Migration: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional reported left side "displaced." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation :observed one opening on the posterior side assessed as surgical damage like. ¿ malposition : unable to observe since it is a medical event is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Initial reporter - email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.